Manufacturer narrative:
Device discarded in the field

Event description:
It was reported that a surgeon was compressing the heads of two implaned screws during the final adjustment phase of a single level tlifl5-s1 post interbody insertion, when the spring bar of the compressor broke. The patient was unaffected, and the surgery was completed successfully. The broken piece was retained, but accidentally thrown away by staff.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review. Result: the customer reported event was confirmed via visual inspection. A portion of the spring bar fractured around the securing screw. The fractured piece was not returned. The broken piece was retrieved from the patient, but accidently discarded. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was released in 2007, making it 11 years old at the time of the event. The instruments IFU states "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." The device was over 11 years old and used thousands of times as reported by the rep. Conclusion: the most likely root cause is wear due to the device's extended use.

Event description:
It was reported that a surgeon was compressing the heads of two implaned screws during the final adjustment phase of a single level tlifl5-s1 post interbody insertion, when the spring bar of the compressor broke. The patient was unaffected, and the surgery was completed successfully. The broken piece was retained, but accidentally thrown away by staff.